Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the nc trek catheter noted blood and contrast visible in the inflation lumen and in the balloon, consistent with preparation and a rupture while in the patient anatomy. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Additionally, the balloon profile is often not as small once the balloon has been inflated which may have additionally contributed to the resistance during retraction. The balloon had a radial rupture 5 mm proximal to the proximal end of the distal marker band, confirming the reported rupture. The distal end of the balloon was bunched for a length of 4 mm proximal to the distal seal. There was some balloon peeling in random areas in the middle section. There were no scratches noted. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy analysis noted the balloon failure may possibly be related to exposure conditions and mechanical damage to the outer surface. Mechanical damage and pushed material was observed at the edge of the rupture. Partial tears at the edge of the rupture suggest material discrepancies or overload conditions influenced with the failure mechanism. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the balloon was inflated multiple times which likely weakened the balloon material, additionally, it is likely that the balloon material was damaged (scratched) during interactions with accessory devices or the lesion/anatomy such that at the balloon ruptured. Further interaction of the ruptured balloon material during retraction of the catheter with the anatomy would have contributed to the noted balloon bunching. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that resistance was felt during the first advancement and retraction of the balloon in the patient. Predilatation was being performed with the nc trek balloon in the distal right coronary artery. The dilatation balloon was reused and inflated for a total of 5 times: 12 atmospheres (atm), 14 atm, 18 atm and 18 atm for a total of 15 seconds each inflation; however, after the fifth inflation a balloon rupture was confirmed. The balloon was soaked prior to use and prepped outside the patient anatomy prior to use. A new nc trek was used to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.